Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis. The target lesion was located in the mid right coronary artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 24 mm taxus express2 stent with 0 % residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with complaints of worsening dyspnea on exertion, shortness of breath, lower extremity edema and exercise decline. The patient was hospitalized and cardiac catheterization was recommended. The patient underwent coronary artery bypass grafting (CABG) with reverse svg to r-pda and non-bsc aortic valve replacement with enlargement of aortic annulus. The event was considered resolved without residual effects and the patient discharged aspirin.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).